Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 to report that pt experienced a broken sensor three days after insertion. She reported that, upon removing the sensor, she noticed that the sensor wire looked shorter than normal. She reported that pt had a small bump at the insertion site, but no visible wire protruding from his skin. No medical intervention was required.